Event description:
Following the successful placement of a renal stent, the pt was observed to have a fever and decreased renal function. Followup investigation ruled out infection. The suspected cause was inferior accessory renal artery shut down resulting in an infarction of the lower pole of the right kidney. This event was suspected to be a direct result of the stenting procedure. The time frame from stent implant to onset of symptoms is unk.